Event description:
Patient's procedure: total vaginal hysterectomy (tvh) with bilateral salpingectomy, anterior and posterior vaginal wall repair (a and p repair), pubovaginal sling with cystoscopy. Surgeon was using a capio suture, bone anchors were placed on the anterior pubic ramus. When placing one in the rent, the initial suture broke so the dart remained in the cooper's ligament. A second suture was then placed without any difficulty. A porcine dermis screen was then cut to size and sutured to bone anchors.